Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, non-sustained oversensing due to myopotential oversensing being amplified issue was observed. The patient was seen in clinic on (B)(6) 2018 and the recommended programming changes were made. Isometric testing was performed and oversensing was not reproduced post programing changes. The patient was asymptomatic and stable.